Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. However, the returned device indicated a damaged grommet and a missing set screw.

Event description:
It was reported that the right ventricular (rv) lead dislodged three days post-implant. The rv lead was repositioned and remains in use. During the lead revision procedure, the rv lead could not be secured due to the set screw coming out of the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.